Manufacturer narrative:
The product associated with this reported event was not returned for exam. Product info required to search the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event based on the info provided. Provided info stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
The pt was revised because the tibial tray was in varus and the insert had wear.